Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported during impella 5.5 support, there was kinking in the drive line. It was noted there was a kink in the impella cable before the red connector. There were no alarms or running issues. Abiomed support recommended stabilizing the cable with tape and a mouth spatula. There were no further issues with the cable, the patient remained on support until successfully weaned off for transplant surgery.

Manufacturer narrative:
D4 serial, lot, UDI information is unknown. H4 manufacturing date is unknown. This is one of two medical device reports associated with the event. Refer to initial medwatch with date of report (B)(6)2024 for impella 5.5 serial number (B)(6). This report is being filed as part of a retrospective review of historical records.